Event description:
Healthcare professional (hcp) reported home pt experienced leakage around the twist clamp on their mini transfer set after 1 month of use. Pt reported that their clothing was wet from leakage after the twist clamp was checked for closure. Pt went to center for transfer set change. Exact source of leakage unknown and sample discarded. Rn reports no pt injury or medical intervention as a result of leak.